Event description:
According to the reporter: the jaw snapped off during use and another instrument was used for the remainder of the case. No patient injury for further issue was reported.

Manufacturer narrative:
(B) (4).